Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correction the initial with information inadvertently left out, and correction to d5. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope. There was no possibility that the endoscope was used for a procedure with the foreign material attached to it. There was no delay in the start of precleaning. It was unknown if there was abnormalities in the accessories used for reprocessing or if the endoscope was flushed the air/water nozzle with water and air. The customer immersed the endoscope in the detergent solution; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. No additional concerns about the reprocessing were noted by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. Keep the air/water valve¿s hole covered with your finger. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus that during repair of this evis lucera elite colonovideoscope, a foreign material was found in the air/water nozzle. The complaint was nozzle clogging. This report is being submitted to capture the issue found during device evaluation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Initial reporter name and address: full address: (B)(6). This device has been returned and evaluated. Foreign material was found exiting from the air/water nozzle. Additional findings were: connector part air leak, light guide lens crack, light guide lens adhesive peeling, nozzle drain failure, objective lens scratches, objective lens adhesion peeling, plastic distal end cover was broken, a rubber adhesion cloudiness and chipped, and the image guide coil and the coil side were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.